Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, and alleged that there was an issue with the pump's display screen. There was no indication that the device caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow-up, however, the reporter did not respond. No further information was available; if further information is provided a follow-up report will be made. This complaint is being reported because of the allegation of a display issue.

Manufacturer narrative:
Follow-up #1: date of submission 28-may-2019. Device evaluation: the pump has been returned and evaluated by product analysis on 22-may-2019 with the following findings: during investigation, the pump powered on with a dim, faded and discolored display. There was moisture damage observed behind the display lens. Investigation revealed a crack in the battery compartment. A leak test revealed a battery compartment leak. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.